Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for evaluation. Return of the catheter may have further aided the evaluation. Tears in the shaft, resulting in an inflation issue (failure to inflate), can be affected by numerous factors including, but not limited to, damage during processing of the shaft material, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the device was not damaged prior to the procedure. The lesion was also mildly tortuous and mildly calcified, which may have contributed to the reported complaint. It is possible that the shaft of the catheter became damaged (torn) from interactions with other devices and/or the tortuous and calcified lesion during the procedure and thereby contributed to the reported failure to inflate the device; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot not be determined. A review of the lot history record for the reported lot revealed no nonconforming material records with this lot, indicating all units tested met specification. There does not appear to be any indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and shaft integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information.

Event description:
It was reported that during a coronary intervention to the distal right coronary artery with mild tortuosity and mild calcification, the 2.25 x 20 mm trek rx was advanced but failed to inflate. After removal from the anatomy, a hole was found in the catheter proximal to the balloon. The device was replaced with another device to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.